Event description:
It was reported that at the implant today the threshold was 0.5volts. When the patient was taken back to the room, the threshold measured 2.25volts and 2.5volts. If the thresholds do not improve, the physician may revise the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.